Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to abdominal wall hernia and gastroparesis. Medication was administered and a laparoscopic abdominal hernia repair surgery was performed. The event ended on (B)(6) 2003 as the patient recovered from event with therapeutic action. No medical status prior to the event was reported regarding this event. Further follow-up is being conducted to obtain this information. If any additionally information is received, a follow-up report will be sent.